Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No other damages or defects were observed that could contribute to the reported event. The soft cannula was observed to be stretched out, however, the timing and cause of the damage could not be determined. During the investigation, the soft cannula being stretched did not prevent fluid from exiting the distal tip of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 327 mg/dl while wearing the pod between 24 and 36 hours. The pod was leaking insulin. As treatment, a new pod was applied.